Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim, for urgency and incontinence symptoms. It was reported that their device worked for the first 6-8 months and then it stopped helping in autumn 2014. At that point, when therapy lost effectiveness, their healthcare provider added medications and then they had botox treatments; the results lasted for two days, and then the return of symptoms was 10 times worse. It was noted that they had made adjustments themselves, however they didn¿t have any reprogramming sessions at the healthcare provider¿s office. Their healthcare provider decided to replace the complete system. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.